Manufacturer narrative:
Additional information: section a-3b patient gender: unknown/asked information was not provided. Section a-5 patient ethnicity: unknown/asked information was not provided. Section a-6 patient race: unknown/asked information was not provided. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The drn00v model intraocular lens (iol) was implanted in the patient¿s ocular dexter (right eye). Post-operatively, visual outcomes did not meet standard, the patient was unhappy, and her daily activities were significantly affected. Thus, the iol was explanted in a secondary surgical procedure and replaced with a non-johnson & johnson surgical vision lens, an eeu 24.5 iol. There was no medical attention, no procedural delays, no sutures, and no vitrectomy during the iol explant procedure however, the incision was enlarged and postop eye drops were prescribed. The prescribed eye drops were confirmed to be part of standard care. Best corrected visual acuity (bcva) pre-operative was 20/20 and post-operative was 20/30. Patient prognosis post lens exchange was reported as fully recovered. The suspect iol is not available for investigation as it was discarded. No further information is available.